Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply voltage was low. Once adjusted, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that the site had issues acquiring images with their system, however, there was no exposure. The site was unable to take 2d images. The pendant showed all green checkmarks. Multiple reboots did not resolve the issue. Surgeon aborted use of the imaging system but will continue the case using fluoro. There is a less than 1- hour delay to the procedure and no impact on patient outcome.